Event description:
It was reported that the pump was flipped. A pump revision was planned for the day of the report. No other information was provided at the time of this report. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).